Event description:
The device was implanted for use as a chemotherapy infusion port. Reportedly, the pt experienced pain during chemotherapy injections and leakage was detected. The surgeon determined that the pt had a fractured port (catheter).